Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "10.9mmol/l and 6.9mmol/l." This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/14/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.